Event description:
The problem in one of a possible implant pt reaction. In summary, a convex condylar titanium implant for thumb suprametacarpal osteoarthritis was implanted. Pt did well post-operatively but within 6 months was having recurring pain. This pain progressed and x-ray started to show lucency around the implant. It finally had to be removed because of persistent pain but was thought to be done to implant loosening. At re-operation, significant inflammatory debris and tissue was seen with metallic debris as well.